Event description:
(B)(4). Everything was going fine, until last summer, when all the symptoms of pain, fatigue, lack of energy, back pain, hair loss and weight gain. I'm tired of it but I don't have the money to get them removed.